Manufacturer narrative:
(B)(4). Concomitant medical products: 32mm mod head cocr -3mm neck # item 163668 lot 439330; m/h radial solid/apx shl 52mm # item 13-104052 lot 479540; tprlc 133 fp type1 pps ho 8.0 # item 51-101080 lot 3237346. Report source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00798. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision procedure approximately three years post initial surgery due to pain, mobility difficulties and uneven wear of the liner. During the surgery the surgeon found that the ring of the cup and liner's peripheral edge has fractured and the liner partially dislodged from the cup. He also found extensive metallosis in the surrounding tissues due to metal head rubbing on the edges of the exposed metal cup. Liner, femoral head and ring were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Initial op notes showed there was no complications during the procedure. The revision op notes confirmed the metallosis , liner and locking ring fracture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.